Event description:
The surgeon implanted a collarmer lens model cc4204bf and was removed without patient injury. The md decided to remove the lens because of an unstable capsule. It was indicated that the md did not like the way the lens was positioned. Another lens was used. The model and lot numbers of the cartridge and injector are unknown.